Event description:
It was reported that the device reached elective replacement indicator in less than 4 years. The device was set to high output as the left ventricular lead had high threshold. The lead dislodged during the change out procedure. The physician decided to explant and replace the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met its expected longevity with normal depletion. (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that all conductors had blood/body fluid (not obstructed), the distal conductor had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking and metal ion oxidation and was breached cut. It was visually noted that there was apparent explant damage.